Event description:
Device was returned to the manufacturer for analysis due to decreased therapy and high impedance. Hcp suspected lead fracture. The lead was replaced in (B)(6) 2006 and the pt's stimulation had recovered.

Manufacturer narrative:
(B)(4). Final device analysis results revealed multiple broken conductor wires.